Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in the hospital for dft testing. The device charged and delivered the first therapy but did not convert the rhythm. The capacitor timed out on the second charge. The system was explanted and replaced. The patient was fine after the event.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 40.4-40.6cm from the distal tip, consistent with lead friction to the ICD can. The etfe coating was intact at this location. Internal insulation abrasions under the svc shock coil were noted at 19.7-19.8cm, 19.9-20.1cm, 20.2-20.3cm, 20.3-20.6cm, 20.6-21.1cm, and 21.1-21.9cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion under the svc shock coil was noted at 16.6-16.8cm from the distal tip. The rv conductor etfe was abraded and melted at 16.9cm from the distal tip. This is consistent with the observation from the field of high defibrillation threshold.